Event description:
Per op report: this valve was explanted due to pv leak. "Tee" showed "peri-prosthetic mitral regurgitation"; however, the valve appeared to be "functioning well" and lv function was "well preserved". At explant, there was "absolutely no periprosthetic leak" upon initial inspection of the valve and it appeared to work "normally". As the valve was being dissected, it was noted to be "well-incorporated" into the tissue, except for an area at the inferior-most portion of its circumference that was "somewhat loose". It was replaced with sjm 29ms-601, (rts-249). Pathological testing of soft tissue on the valve revealed a "small" amount of thrombus and no evidence of bacterial colonization.